Event description:
Boston scientific received information that this patient reported losing concsiousness with medications, stress or overheating. The physician is aware of this issue with the patient, however they have not determined if this is heart and/or device related. Additional information has been requested from the local sales representative. No other adverse patient effects were reported and the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted for normal battery depletion. No additional adverse patient effects were reported.